Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. The device was visually inspected, and no defect was found. A voltage test was performed, and the test failed. No share log was available for download. The device was milled and an attempt to download the data log failed. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.